Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The devices remain implanted, therefore no product will be returned for evaluation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.report four of five for the same event; reference reports 0001032347-2017-00357 through 0001032347-2017-00361.

Event description:
The patient reported there is still some swelling over the sternum but most of the sternal pain is gone. Still some pain when sleeping and pain in the left mammary. He stated "the doctor did a good job straightening the chest. I can feel that my body is now mostly aligned." Upon follow up, the patient stated "the procedure was done (B)(6); the chest wall was so deformed that the sternomanubrial joint on the right was completely dislocated and was separated. The internal mammary artery was found to be densely adherent to the back of the sternum and during mobilization a small tear was made and repaired with a 7-0 suture. The left upper lobe of the lung was adherent to the sternum. Currently, I have pain in my right collarbone area where much of my separation occurred. There is still swelling/inflammation along the incision, mostly between the mammary. It is still tender. Over all the chest feels stable, and the bone feels healed and solid." He stated oxycodone 10 mg was prescribed for the pain and swelling.

Manufacturer narrative:
The product identity was not confirmed due to the product not being returned. The patient provided an intraoperative picture. Upon review of the picture, no anomalies could be found with the product. Pain is a relative condition. Post-operative pain and swelling are expected to be associated with procedures of this type. No x-rays, scans, or physicians reports were provided to determine if there was any complications outside of what is normally expected. For the aforementioned reasons, the complaint cannot be verified and the most likely underlying cause of this complaint could not be determined. This is report four of five for the same event. Reports one through five are reported on MFR #0001032347-2017-00357 through 0001032347-2017-00361.